Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent the primary surgery for the femoral trochanter with the blade (95mm) in question. The surgery was completed successfully without any surgical delay. After surgery, it was confirmed that the blade (95mm) in question had penetrated. On (B)(6) 2024, x-rays were reviewed, and the surgeon planned to remove the blade (95 mm) in question and replace it with a new blade (70-75 mm). Subsequently, the surgery was performed and completed successfully without any surgical delay. Postoperatively, the anterior side of the blade was observed to be inserted deeply beyond the lateral cortex to the hole for the blade in the nail. This time, however, the decision was made to leave the blade as it was and to observe the situation for a short period of time without re- replacing the blade.

Event description:
Additional information received states that the patient was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 21-jun-2022, expiration date: 01-jun-2032, part number: 04.038.395s, tfna fenestrated helical blade 95mm -sterile, lot number: 879p787 (sterile), lot quantity: (B)(4). This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.